Event description:
This is same patient associated with medwatch ID #s 2028368-2003-00398 and 2028368-2003-00399. Patient reporter indicated they feel no restriction and can eat normally. Reporter indicates doctor suspects leakage again in port and is considering another port replacement. Reporter also indicated that doctor has suspected possibility of leakage from band as previous port replacements have been unsuccessful.